Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the insulin pump. No product return is required for mmt-1780kpk.

Manufacturer narrative:
P-cap locked into place properly during testing. Unit passed self test. Successfully downloaded unit history using thus software. Unit's keypad functioned properly and navigated through menus. On adapt, stuck key alarm (61) was recorded on 07/24/2024 17:07:19.000 hour and at 17:32:07.000 hour. Pump was cut open to perform visual inspection and found moisture damage on pcba1, keypad flex connector, force sensor, and lcd flex connector. The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, missing display window/cover, cracked keypad overlay, pillowing keypad overlay, and scratched case in summary, customer concern for keypad/button unresponsive/button error is not confirmed. Keypad functioned properly and no alarms noted during testing, however stuck key alarm (61) was noted in download history review. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.